Manufacturer narrative:
(B)(4). The device passed the homechoice return instrument test evaluation (rite) functional test, but failed the rite electrical test due to ground bond resistance out of limits. The reported problem of rite failure (ground bond resistance out of limits) was not confirmed in the event history log review. The reported issue of rite failure (failed ground bond resistance) was confirmed in the sample evaluation. The assignable cause was determined to be loose screw on the door post.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.